Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The following no reportable malfunctions were identified: foreign material, forceps passage failed and brush passage failed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely that water invaded scope connector, which caused abnormality in electronic components and then the suggested event occurred. Or buckle on insertion section by physical stress damaged image sensor unit cable and then the suggested event occurred. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a processor connection problem (a defective bezel). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a b30 scope communication error was displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connector was corroded / had signs of humidity. The device evaluation found a b30 scope communication error was displayed. The defect was caused by humidity found inside of the connector, the humidity was caused by water invasion that entered the device (presumably through the air valve unit). Additional findings include the following: the light guide lens (2x) was broken, the charged coupled device unit cover lens was scratched, the light guide bundle had fiber breakages, the plastic distal end cover was damaged, the bending section cover adhesive was separated, the connecting tube had buckling, the dial unit was damaged, the grip was scratched, the mouthpiece was damaged, the universal cord protector coating was damaged, the universal cord was scratched, the plug unit housing was damaged, the scope connector cover was damaged, the angulation was less than the specified value, the connecting tube was overbending, and the biopsy channel was buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.